Manufacturer narrative:
The exact event date and explant date were not available, therefore the date (B)(6) 2024 was used as estimate.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) eroded through the urethra; therefore, it was removed, and the patient was catheterized for 6 months. No further information was reported.